Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, a medical equipment company representative was confirming the status of various devices, the device was interrogated, and the battery longevity status bar was gray. It was noted that the device had been stored at the company representative house for ¿a week or two but still showed a grey bar.¿ the device was not used and there was no patient involvement.